Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient was not feeling well when she woke up and blood glucose level at the time of incident was over 600 mg/dl. She self-treated it by taking 4 units with the pump. She went back to sleep and when she woke up, her blood glucose level was still over 600 mg/dl. The patient's nurse also reported that she was subsequently hospitalized due to diabetic ketoacidosis. She received insulin intravenous drip in the hospital. Upon removal of the infusion set, the cannula was found to be bent. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.